Event description:
It was reported that increased pli and loss of capture were noted. The patient reported falling about 3 months ago, and abrupt rise in impedance was noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.